Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, it was reported by a distributor via (B)(4) that an ar-300sr saw attachment reciprocating was not working properly, it gets stuck. This occurred during a mini cfs system case that was completed using another device.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the saw attachment with signs of wear. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure appears to be progressive wear from repeated use in the field, which may have allowed debris particles to accumulate inside the attachment feature. This buildup could have restricted movement, causing the component to become stuck. Manufacturing date 2023.